Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture grade unknown, seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported for right side " inspecific discreet chronic inflammatory infiltrate", "deformity in the right breast" , "pain and discomfort in both breasts" , "severe pain, burning, fear of infections and diseases, in addition to distrust of the tumor", "bilateral implants with slight capsular enhancement (capsular contracture grade unknown), "pseudo-sinovial coating ", "small amount of liquid ". The device has been explanted.